Event description:
(B)(4) - balloon did not inflate/ruptured balloon (B)(4) ((B)(6) hospital) it was reported that "balloon did not inflate properly during set up. There was also difficulty deflating the balloon." Evaluation only..

Manufacturer narrative:
Evaluation summary: the catheter with the 3.0 syringe attached was received and evaluated. The reported defect was confirmed as the balloon inflated normally, but did not deflate immediately. A guidewire was inserted into the inflation lumen, but got stuck at the y fitting. The balloon was inflated using 0.5cc water and there was some resistance felt. The balloon did not deflate on its own even with the syringe detached. The catheter body was cut in half 3cm distal of the y fitting and the balloon deflated immediately. The "y" fitting was cross sectioned and examined. The inflation lumen on the catheter body was misaligned with the inflation lumen of the "y" fitting. A device history record review was completed and documented that the device met all specifications upon distribution.